Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse identified the probable cause to be multiple hardware; however it is unknown if one or more parts contributed to the failure. The fse replaced the dispenser unit, flush silhouette switch, wash syringe, buffer syringe, sample pot and reference electrode to resolve the issue. System performance was verified. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported ongoing low ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), with low anion gap (agap) results on cell #2 of their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.